Event description:
IV line disconnects and happened while chemotherapy was infusing through the line. The non-pvc tubing was disconnected at the 0.2 micron filter, therefore there was no spiros or hard-stop connected to the line. Because of this, the pump did not stop infusing and caused a small chemo spill.